Event description:
According to initial reports, (B)(6) year-old patient with onxm-27/29 sn (B)(4) valve implanted (B)(6) 2006 due to rheumatic heart disease had replacement surgery (B)(6) 2021 due to thrombosis. Additionally, the patient stopped the required warfarin regimen for approximately one month prior to thrombotic event. The valve was replaced with onxm-27/29 sn (B)(4). This investigation is relegated to onxm-27/29 sn (B)(4).